Event description:
It was reported that sometimes the intermittent catheters had a second curve farther down the catheter, outside of the design of the product. Patient also stated there was a black speck inside the packaging. Patient threw the product away.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device history record review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.